Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels,, ventricle, myocardium or valvular structures is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. There is insufficient information to determine the cause of the reported vascular complication (femoral and descending artery damage) and dissection that occurred. Investigation results suggest/indicate that the difficulty tracking the delivery system (ds) through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in japan, during a transaortic valve replacement (tavr) procedure, the commander delivery system became stuck with a stent graft in the thoracic artery. The delivery system was withdrawn and replaced with a new one. During the initial attempt to advance the delivery system, the femoral and descending artery was damaged and dissection occurred. Both arteries were surgically repaired. The patient outcome was reported as unknown.